Manufacturer narrative:
A field service engineer (fse) followed-up over-the-phone the following day with the customer and confirmed that the issue had already been addressed by the customer by replacing the bent sample nozzle. No further action was required by the tosoh fse. The customer declined a service visit. The aia-360 instrument was performing within manufacturer's specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 09-jun-2018 through aware date 09-jul-2019. There were no other similar events reported during the search period. The aia-360 operator's manual under safety precautions states the following: always have servicing done by tosoh personnel: attempts to disassemble, repair or modify the aia-360 yourself may result in electrical shocks and even fires. The location of the tosoh service center is listed at the back of the manual. The most probable cause of the reported event bend sample nozzle could not be determined. The customer declined a service visit.

Event description:
A customer reported a bent sample nozzle on the aia-360 instrument. The customer requested service to address the event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.